Event description:
It was reported that a revision surgery was required 2 years after initial implantation due to it band syndrome. The surgeon changed the insert and downsized the thickness 1mm to a 9mm journey bcs insert. All other components were well aligned and well fixated.